Event description:
It was reported that the patient lost consciousness and the paramedics were called, who arrived to treat the patient. The patient had low blood glucose (bg values. For treatment, the patient was given saline and a jelly sandwich.)

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.